Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 33-year-old female patient who had essure (batch no. 626210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infection mrsa, arthrogram (right knee) and headache (chronic, with known av fistula diagnosed at birth). Concurrent conditions included body mass index normal, ovarian cyst (bilateral), endometriosis, abdominal pain lower and uti. Concomitant products included naproxen, para-seltzer (excedrin), phentermine and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("intermenstrual bleeding"), menstruation irregular ("irregular menses") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) , the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) , the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and back pain ("back pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("depression") and nausea ("nausea/before cycle and through cycle"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, metrorrhagia, fatigue, abdominal pain, back pain and menorrhagia had resolved and the depression, weight increased, migraine, headache, nausea, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Per mr: both ostia were visualized and the essure implant was placed and deployed bilaterally. 3 to 4 coils were present on each side. There were no complications. Motrin 600 mg were recommended for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 33-year-old female patient who had essure (batch no. 626210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infection mrsa, arthrogram (right knee) and headache (chronic, with known av fistula diagnosed at birth). Concurrent conditions included body mass index normal, ovarian cyst (bilateral) and endometriosis. Concomitant products included naproxen, para-seltzer (excedrin), phentermine and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("intermenstrual bleeding"), menstruation irregular ("irregular menses") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2008, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and back pain ("back pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("depression") and nausea ("nausea/before cycle and through cycle"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, metrorrhagia, fatigue, abdominal pain, back pain and menorrhagia had resolved and the depression, weight increased, migraine, headache, nausea, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Per mr: both ostia were visualized and the essure implant was placed and deployed bilaterally. 3 to 4 coils were present on each side. There were no complications. Motrin 600 mg were recommended for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, confirming pelvic pain." Most recent follow-up information incorporated above includes: on 10-may-2018: reporter information was added. This case concerns 38 year old patient. Her demographic was added. Her historical and concurrent conditions were added. Lab data was added. Essure insertion and removal date was updated. Essure indication was amended. Her concomitant medications were added. Following events: weight gain, abnormal bleeding (vaginal/ menorrhagia); intermenstrual bleeding, migraines, headaches, nausea/before cycle and through cycle, dysmenorrhea (cramping), fatigue, irregular menses, abdomen pain and back pain were added. She had recovered from pelvic pain, abdominal pain, back pain, abnormal bleeding (vaginal/ menorrhagia) and fatigue. On (B)(6) 2018: per medical record: her concurrent condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.